Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 516 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain hospital release date; however, no response was received.